Manufacturer narrative:
This report is submitted on february 11, 2020.

Event description:
Per the patient, an infection has developed at the magnet site that has been treated with an antibiotic (type unknown). The implant remains in-situ.